Event description:
The physician reported that the primewire pressure guide wire exhibited drift. This occurrence is not a reportable event. The device was returned for evaluation. Prior to device decontamination, the device was visually inspected and the 0.5 mm x 0.5 mm uvex dome was observed to be separated and missing from the device. No adverse events were reported.

Manufacturer narrative:
(B)(4). The documentation for this lot was reviewed and to date, no similar complaints have been filed against it for the reported complaint. Manufacturing documentation was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. The device was visually and functionally evaluated. During functional testing of the device, an error message was displayed indicating the device was too damaged to test. This is likely due to severe kinks and bends believed to have occurred during handling and return shipment of the device. Visual evaluation of the device determined the dome from the distal tip was separated and missing from the device. Parts of the missing dome were visible in the screw tip "well" indicating the dome was added during manufacturing. The dome was also present during final device inspection. The dome damage is not related to the reported complaint as the dome has no electrical functionality and does not affect the signal. The dome from the distal tip is a 0.5 mm x 0.5 mm rounded drop of uvex epoxy material intended to enhance smooth tracking and reduce resistance during advancement of the wire during use. A missing dome may contribute to decreased wire handling performance, however, this was not reported. The dome can be damaged or weakened by exposure to oxidizing agents such as bleach or peroxides which are commonly used in hospitals for disinfection of devices after use. However, the method of decontamination of the device prior to return shipment to volcano is unknown. Although, it's possible the dome separated while inside the patient, no adverse events were reported making this scenario unlikely. As it can't be determined when the dome separated, this is being reported.